Manufacturer narrative:
E1 - (B)(6). E2 - yes. E3 - health professional. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4).

Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim # (B)(4).

Manufacturer narrative:
Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate visit the lens was exchanged for a lens of a longer length. Cause is unknown. The problem was resolved.